Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure sometime in (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent hysterectomy due to dysfunctional uterine bleeding and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to pain, sui and tearing of the vaginal wall. And on the same day another product (oby) was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
Date sent to the FDA: 05/26/2016. Additional information: age at time of event, date of birth.